Manufacturer narrative:
A. Select patient information cannot be included in the regulatory report due to regional privacy regulations. D10. Continuation- concomitant medical devices in use during the event include: brand name: evolut fx plus valve; medtronic product ID: evfxplus-29 (serial: (B)(6); product type: 0195-heart valves; implant date: on (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during the implant of this 29mm transcatheter aortic bioprosthetic valve (tav), in a patient with advanced aortic stenosis and complete right bundle branch block at baseline, the delivery catheter system (dcs) and loaded valve were inserted into the patient and advanced to the native aortic annulus. During the first valve deployment attempt, the valve frame became slightly deeper on the non-coronary cusp (ncc) side, at approximately 5mm, and unspecified atrio-ventricular block (avb) also occurred. The valve was recaptured into the dcs and a second deployment was initiated. The implant depth of the valve on the ncc side was approximately 3mm and the avb was unresolved. The dcs was positioned "slightly" along the lesser curvature of the aortic arch and the valve was fully deployed at an implant depth of 4mm on the ncc and approximately 6mm on the left coronary cusp. Following deployment, trace-mild paravalvular leak was noted and the avb remained unresolved. No patient complications were reported as a result of this event.

Event description:
It was reported during the implant of this 29mm transcatheter aortic bioprosthetic valve (tav), in a patient with advanced aortic stenosis and complete right bundle branch block at baseline, the delivery catheter system (dcs) and loaded valve were inserted into the patient and advanced to the native aortic annulus. During the first valve deployment attempt, the valve frame became slightly deeper on the non-coronary cusp (ncc) side, at approximately 5mm, and unspecified atrio-ventricular block (avb) also occurred. The valve was recaptured into the dcs and a second deployment was initiated. The implant depth of the valve on the ncc side was approximately 3mm and the avb was unresolved. The dcs was positioned "slightly" along the lesser curvature of the aortic arch and the valve was fully deployed at an implant depth of 4mm on the ncc and approximately 6mm on the left coronary cusp (lcc). Following deployment, trace-mild paravalvular leak was noted and the avb remained unresolved. No patient complications were reported as a result of this event. Additional information was received that prior to the implant of the valve, a pre-implant balloon aortic valvuloplasty (bav) was performed. A non-medtronic guidewire was used during the procedure. The deployment starting point was at the bottom of the pigtail. Prior to the dcs dislodgement, the target implant depth was 3 mm on the ncc, and 3 mm on the lcc. After valve dislodgement, the implant depth on the lcc was 6 mm. The direction of dislodgement was left ventricular. It was noted that the direct aortic approach was chosen as the patient had narrow vascular diameter lumen in both legs, and thin vessel diameters in the subclavian and carotid arteries which was a contributing factor to the dcs dislodgement.

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.